Event description:
It was reported that the user had frequent issues with patients retaining urine with the foley catheter in place. There was 2 occurrences for male patient and female patient. Noted that the urine was unable to pass the bifurcation, where catheter was attached to foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion, the urine drained for a period of time. The male patient required a new foley catheter, non temp sensing, as user were unable to kept the urine flowing. But user thought it appears the temp sensing wire within the catheter was becoming kinked and blocking flow at the bifurcation. Also user concerned this might be an issue across the facility and increase the risk for infection with the flushing and manipulating of the catheter to get it to drain. Per follow up on 04mar2021, user stated it was not draining past the bifurcation on either patient, and that the staff stated this happened frequently and the catheter must be manipulated and flushed to get to drain. Both patients required replacement catheters. Per additional information received via email on 05apr2021, customer reported that another patient experienced the same issue during last week. Per follow up on 09apr2021, customer noted that the catheter had to be manipulated frequently to allow for urine to flow properly.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be operator¿s error- missed plug the catheters into the spigot on the manifold and cause occluded drainage eye (reduced flow rate). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had frequent issues with patients retaining urine with the foley catheter in place. There was 2 occurrences for male patient and female patient. Noted that the urine was unable to pass the bifurcation, where catheter was attached to foley tubing and was just sitting in the catheter. After flushing and manipulating the catheter using a twisting motion, the urine drained for a period of time. The male patient required a new foley catheter, non temp sensing, as user were unable to kept the urine flowing. But user thought it appears the temp sensing wire within the catheter was becoming kinked and blocking flow at the bifurcation. Also user concerned this might be an issue across the facility and increase the risk for infection with the flushing and manipulating of the catheter to get it to drain. Per follow up on 04mar2021, user stated it was not draining past the bifurcation on either patient, and that the staff stated this happened frequently and the catheter must be manipulated and flushed to get to drain. Both patients required replacement catheters. Per additional information received via email on 05apr2021, customer reported that another patient experienced the same issue during last week. Per follow up on 09apr2021, customer noted that the catheter had to be manipulated frequently to allow for urine to flow properly.